Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving an auditory patient notifier. Upon interrogation, the device was found to be in backup vvi mode. A device download could not be successfully performed. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to rapid battery depletion. The device was tested on the bench and a lifted wire bond was noted on the hybrid. The cause of the rapid battery depletion was due to the lifted wire bond.

Event description:
New information received notes that the patient condition was stable with no complaints or complications.